Event description:
The clinic reported that a laser vision correction patient presented with folds/wrinkles in left eye more than in right eye 2 days post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in both eyes but more left than right eye and discomfort in left eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2014: right eye pre-op 20/20 -2.25 x .00 x 90, left eye pre-op 20/20 -1.00 x -.50 x 30. On (B)(6) 2015 patient returned to center and had a flap lift and rinse performed.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.